Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the duodenovideoscope had a gap at the joint between the server plug-in and the c-body (distal end), and the adhesive between the c-body (distal end) and the lg cover (light guide cover), as well as the adhesive around the lg lens (light guide lens), was peeled. There were no reports of patient harm.